Event description:
It was reported that the device reached elective replacement indicator within four years which the physician believed to be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and the device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance information was also analyzed. Battery depletion was indicated as time of recommended replacement time (rrt) in save to disk occurred on (B)(6)2012 device rrt >=2.62 volt. The weekly battery voltage trend data shows minimum battery was 2.64 to 2.62 volts between (B)(6) 2012. One low battery voltage alert occurred on (B)(6)2012. A 5594 implantable pacing lead: (B)(6) 2008; 4194 implantable pacing lead: (B)(6) 2008. (B)(4)